Event description:
Device report from (B)(6) reports the following: the step that involves screwing the anti-rotation device could not be completed because in the x-rays, the surgeon consistently noticed two marks in the screwdriver and not just one as the surgical technique suggests. But when the insertion handle was removed, he could perform this step in the correct position finishing the surgery well. There was no patient harm. Surgery was prolonged about 5 minutes. This is report 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Date of birth reported as (B)(6) and age as more than (B)(6) years old. There is no indication as to whether or not this device was implanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.